Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a perclose at device after an interventional procedure. Reportedly, the suture did not deploy. A second device was used with the same results. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the perclose at device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis indicated that the posterior cuff miss occurred which would result in the suture not being able to penetrate the arterial wall to be retrieved when retracting the plunger. As such, the suture would remain with the device as observed which could appear very similar to the reported suture did not deploy. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. The probable cause for the posterior cuff miss was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.